Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the patient accidently unlatched the patient right head side rail. The patient's upper torso fell out of the bed and the patient hit his head on the floor. The nurse reported there was no visible sign of an injury but the patient was transferred to the ICU for observation. The patient's physician ordered a CT scan of the head but at the time of this report there were no results of the scan available. If further information is received, a follow up report will be provided.

Manufacturer narrative:
This report is being field by the manufacturer arjohuntleigh, inc. Please note the previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Manufacturer's complaint reference: (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.